Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 450 mg/dl at the time of incident. Customer treated their blood glucose with manual injections and the insulin pump. Customer did not report any symptoms of high blood glucose. Troubleshooting did not find any issues with the insulin pump. Customer declined to troubleshoot any further for the insulin pump. Customer's current blood glucose was 120 mg/dl. The customer agreed to return the insulin pump for analysis.